Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
Adverse event(s): "implants have not corrected distant vision causing headaches" (vision, impaired), (headaches) product problem(s): "none reported" (no information [iol (intraocular lens) implant]) a consumer reported that following bilateral intraocular lens (iol) implant surgeries, she feels the iols have not corrected her distant vision, causing headaches. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event this report is for the first eye.